Event description:
It was reported that during an unknown procedure, the device was sending out multiple clips on each firing. They opened a new one and it did the same thing. They then changed to a different device which worked fine. There were no adverse consequences for the patient.

Event description:
It was reported that during a kissing stent technique procedure in the bifurcation of the common iliac artery, as the omnilink elite stent delivery system (sds) was advanced through a non-abbott 6f introducer sheath, resistance was met. As the sds exited the sheath, the unexpanded stent detached from the balloon and migrated to the left external iliac artery. The unexpanded stent was snared and removed. As the introducer sheath was changed for a larger size, the guide wire access was lost, which resulted in a large hematoma. Manual compression was applied. Another access site was used and a non-abbott stent was implanted on the left side. On the right side, as another omnilink elite sds was advanced through the non-abbott 6f sheath, resistance was met and the unexpanded stent began to slip from the balloon. The sds and sheath were removed as one unit before the stent dislodged from the balloon. A non-abbott stent was implanted. Due to the hematoma, the patient remained hospitalized for an unspecified amount of time for observation. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The omnilink elite peripheral stent system (part 11006-39, lot 636641) indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(6) - sheath size was inappropriate for use with the device. Evaluation summary: analysis of the returned products revealed that the 10.0x29mm omnilink elite stent delivery system (sds) was returned inserted through the non-abbott introducer sheath, and the first four proximal rows of the stent implant were covered by the competitor introducer sheath. Once uncovered, stent was noted to be located 1.1cm distal to the proximal balloon marker and over the distal end of the tightly-folded balloon and tip. The condition of the returned product appears to be consistent with the reported complaint. The distal end of the introducer sheath (returned with the omnilink elite sds) was rolled inward, which is most consistent with stent interaction during positioning and retraction. There was no other damage noted to the sheath. The sheath ids were measured and the proximal end near the hub was found to be 0.087 inches and the damaged distal end was 0.085 inches. Once the damaged sheath tip was cut off, the undamaged distal ID was measured to be 0.0845 inches. Information provided by the manufacturer of the sheath confirmed that the body ID of the sheath is specified at 0.0885 inches and the distal tip ID at 0.084 inches. The omnilink elite instructions for use (IFU) recommended minimum introducer (rec min intro) sheath of 6f with an ID of 0.087 inches (2.20 mm). The distal sheath tip ID may have contributed to the reported difficulty to position in this sheath. The stent was returned with mangled struts in the first four distal rows and several struts bent distally (towards the sds tip) in the first three proximal rows. Due to the stent damage and location over the distal balloon taper, the outer diameters of the stent were not measured. During manufacturing, all sds are visually inspected for stent damage, stent placement, and a sampling of units is destructively tested to verify stent dislodgement force. There were crimp marks on the balloon between the markers, suggesting that the stent was crimped properly onto the balloon during manufacturing. As there was no reported shaft or stent damage prior to use, interaction with a sheath ID less than the recommended minimum may have contributed to the reported stent damage and stent movement/dislodgement. The 10.0x29mm stent was removed with the sheath as one unit preventing dislodgement in the anatomy. Due to interaction with the sheath and the crimped stent as well as contact with liquids may have changed original profile of the outer diameters of the proximal and distal balloon tapers and therefore, may not be an accurate representation of the original folded-balloon state. During manufacturing, all stent delivery systems are visually inspected for shaft and stent damage, and a sampling of units is destructively tested to verify the crimped stent profile. In review of the finished product device history records revealed no nonconforming material records associated with this lot, and the lot release testing met specification. Based on this review, there does not appear to be any indication of a lot-specific product quality deficiency. In this case, the reported complaint appears to be related to user sheath size selection.

Manufacturer narrative:
(B)(4).